Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 16mm long starting from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in a severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion due to calcification. The balloon was inflated and during inflation at 5 atmospheres, the balloon ruptured. The device was removed with no balloon pieces remain in the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in a severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion due to calcification. The balloon was inflated and during inflation at 5 atmospheres, the balloon ruptured. The device was removed with no balloon pieces remain in the patient's body. The procedure was completed with another of the same device. No patient complications were reported.